Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the helix extended and clogged with dried blood/tissue. X-ray inspection revealed that the inner coil was overtorqued consistent with procedural damage. After cleaning, the helix could retract and extend by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and the inner coil being overtorqued. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Event description:
During the implant procedure, the helix was unable to extend from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.